Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the swivel lock and swivel base of the a1108 mayfield triad skull clamp are loose when in locked position. There was no known patient involvement or delay in surgery.

Manufacturer narrative:
UDI # (B)(4). The DHR showed no abnormalities related to the reported failure. Visual inspection and the investigation of the device confirmed the reported condition. Unit received with the lock having both rotational and lateral movement and a residue buildup was present. Further investigation showed that the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight. The observed condition was likely caused by improperly handling /wear and tear of the device. The definite root cause cannot be reliably determined. The reported compliant was confirmed from the evaluation. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.